Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The following cosmetic damage was noted: cracked case at the display window, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she cannot clear it. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of 175 mg/dl and troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.